Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed that the station was showing black screen with a blue box which said password required, customer mentioned that when they went into the room that morning, the screen was already showing that, rebooted and it worked for around 20 minutes then issue occurred again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had black screen. The field service engineer (fse) replaced the serial ata cable (sata cable) and discovered the database was corrupted. The fse had proceeded to reimage the system but encountered issues that required assistance from a technical support specialist. After receiving support, the fse confirmed that the database was successfully restored following the reimage and that the device operated properly. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.